Manufacturer narrative:
(B)(4). Investigation summary: a detached needle and a used suture piece of product code sxpp1a301 were returned for analysis. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected and marks at the edge of the barrel needle could be observed. In addition a suture piece was noted attach to barrel hole. The end of the suture piece was noted damaged (cut) appear to be by use of a surgical instrument. The manufacturing records couldn't be reviewed as the batch number is unknown.per the condition of the sample received, the assignable cause of the pull off suture needle is an improper handling.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent total knee arthroplasty on (B)(6) 2019 and barbed suture was used. The suture was detached from the needle during continuous suturing on the joint capsule though no extra force was applied. It was not a control release needle. There were no adverse consequences to the patient.